Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and sepsis. The cause of the events was not reported. It was reported that the patient was hospitalized for the events. On an unreported date, the patient was treated with unspecified antibiotics (ongoing, doses, routes, frequencies and durations were not reported) for events. It was reported eight days after hospital admission, that the patient was discharged. At the time of this report, antibiotic therapy was ongoing and the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.